Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12942. It was reported that when patient presented for follow up in clinic, multiple episodes of noise reversion and inappropriate mode switch due to noise were noted on right atrial (ra) lead. Noise was also noted on right ventricular (rv) lead too. The noise was reproducible with isometrics. No intervention has been performed. The patient was stable.